Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir migrated and caused the patient discomfort. The ipp was replaced. There were no additional patient complications reported.